Manufacturer narrative:
The reported events were dislodgment, over sensing, inadequate capture, and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis with the helix retracted and covered with blood / tissue. X-ray examination of the lead noted the inner coil was slightly over torqued at the connector pin region. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended despite the slight over torqued of the inner coil. The cause of the reported event of a helix mechanism issue was due to blood / tissue in the helix housing, and the slight over torque of the inner coil consistent with procedural damage. The reported events of over sensing, and inadequate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the right ventricular lead exhibited far p oversensing, and inappropriate capture. It was confirmed via x-ray that the right atrial and the right ventricular lead dislodged. The physician stated that since both leads dislodged this was due to patient non-compliance with discharge instructions. The right atrial lead was repositioned successfully, and the right ventricular lead was explanted and replaced due to the helix delaying retraction and extension. The patient was in stable condition.